Event description:
It was reported that a detached ivc filter limb was identified during a scheduled filter retrieval. Reportedly, upon successful removal of the filter, it was observed that an arm was missing from the filter. Subsequent imaging demonstrated that the detached limb was in pulmonary artery. There are no plans to retrieve the detached limb. There was no report of injury to the asymptomatic pt.

Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. This is the only complaint reported to date for this lot number. The complaint sample has not been returned to the MFR for eval to date. The investigation is currently underway.